Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing pacemaker syndrome presented via remote transmission. Review of transcripts revealed the implantable cardioverter defibrillator was in backup vvi. The device was reprogrammed to resolve the issue. Patient would be monitored.